Event description:
It was reported that a minicap leaked iodine; further described as ¿transfer set was leaking after capping up with the minicap." This was observed after treatment for peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Initial reporter address: (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.